Event description:
It was initially reported on (B)(6) 2013 by a nurse at the physician's office that the patient's generator was unable to be interrogated due to suspected normal end of service. Two different programming systems were used about 4-5 times unsuccessfully. In 2011, the patient was being monitored for end of service, but it was confirmed with the treating physician at that time that the device was not at end of service. Later on (B)(6) 2013, the surgeon's office reported that the patient had generator and lead replacement on (B)(6) 2013 due to "expired battery and fracture lead". No other information was provided. An implant card was then received which confirmed this information that the lead break was found so a full revision was performed. Additionally, it indicated the reason for generator replacement as battery depletion. The explanted products have been misplaced, and therefore, they have not been received by the manufacturer to date. Product analysis cannot be performed. Additional programming history was reviewed by the manufacturer on (B)(6) 2013 which revealed new diagnostic history available. System diagnostics on (B)(6) 2011 showed high lead impedance detected by the patient's previously treating physician. The device was not turned off on this date. Later on (B)(6) 2011, the patient's device were still set at 2.75ma. There were no other diagnostic history available since date of implant in which the system was functioning properly at that time. Attempts for additional information from the current physician's office have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of the lead manufacturing history record confirmed that all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received form the nurse at the treating physician¿s office reporting that the patient was referred for surgery because they were unable to communicate with the generator due to end of service. There were no reports of high impedance in the clinic notes, but she did not that it had been quite some time since they had last interrogated/performed diagnostics on the device because the patient is not one to corporate with interrogation/diagnostics. There were no specific clinical symptoms prior to surgery which may have correlated with the high impedance, but she noted that the patient had what appeared to be ¿worse seizures¿ but it was nothing specific that was necessarily related to vns. These seizures were not unusual for the patient and appeared to be part of his seizure disorder.